Event description:
Towels linting.

Manufacturer narrative:
It was reported that the towels in these packs are linting. There were no reports of death, serious injury, medical intervention, or follow up care.